Event description:
According to the reporter, during the laparoscopic colectomy, when on the side-to-side colonic anastomosis, although the excessive force limit was not displayed, the firing stopped approximately 5 mm. In the position where the firing advanced. The surgeon released the device and replaced the reload and was able to complete the firing without any issues. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot # n4l1745y) sigphandle, sig power sigphandle handle (serial # (B)(6). Sigpshell, sig power sigpshell control shell (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.